Manufacturer narrative:
H6 medical device problem codes 2915 was removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported slda cannot be determined. Mitral valve insufficiency/ regurgitation (mr) appears to be due to the slda. Mitral regurgitation is listed as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that there was some clip interaction when implanting the second clip. Two clips were implanted, reducing mr to a grade of 1. The following day, echocardiography showed the first implanted clip (31018r1071) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second implanted clip (31101r1104) detached from the posterior leaflet and remained attached to the anterior leaflet, causing mr to increase to 4. On(B)(6) , an additional mitraclip procedure was performed, and two clips were implanted, reducing the mr to a grade of 1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.